Event description:
It was reported that the customer received a no delivery alarm while changing her tubing. Customer has been having high blood glucose levels for the last 3 days. Customer's blood glucose level was over 200 mg/dl. Customer pulled out their site this morning and a tablespoon of blood ran out. Customer is traveling and will change out their infusion set. Customer was advised to call back if their blood glucose level continues to run high. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.